Event description:
Rep reports that patient had an eds iii drainage system implanted and was set up for csf drainage. Dr. Stated the patient almost herniated due to acute hydrocephalus. Patent's drain was not draining and csf built up to dangerous levels, according to dr. Dr used a syringe at the stopcock closest to the patient and drew 30cc of csf out of patient and discarded it. He then withdrew an additional 30cc from the patient and attempted to push that 30cc of csf up through the drainage system and could not advance fluid one bit. Dr stated that the anti-reflux valve was blocked and that is why the drain stopped working. He stated that there were no blockages in the clear tubing or collection chamber/collection bed.